Event description:
A malfunction alarm was reported with a code displayed as malf 16. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer¿s health. The customer contacted support for assistance in resetting the pump, and after following the provided instructions, the malfunction did not occur again. The customer was advised that it is safe to continue using the pump and to make contact again if the issue recurs.